Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had a full black screen. The patient's blood glucose at the time of incident was 127 mg/dl. Troubleshooting was initiated. The customer confirmed that the black screen only lasted for 30 seconds. A self test was performed and the device passed. Additionally, the customer mentioned that she was hospitalized for high blood glucose. She did not mention further details regarding the hospitalization or hyperglycemic event. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.